Event description:
It was reported that during an lap cholecystectomy procedure, the clips were malformed. The case ws completed with another device. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Was the clip fully advanced into the jaws? Yes. Did the procedure drive the need to apply torque or twisting of the device? No. What vessel was the device fired on? Please specify the size of the vessel? Ateria cystic and ductus cysticus. Were any unexpected noises heard? No. Was the device fired after this incident in or out of the patient? Yes, malformed clips again what were the patient¿s pre-existing conditions? Unknown. What is the patient¿s current status? Procedure was completed successfully. Is the surgeon an experienced user of this product? Yes, very experienced.